Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 16800009.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The explanted devices will not be returned.